Event description:
Customer reported an issue with the dpm 7 monitor's mpm module, which may have affected pt's monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. A replacement module has been provided to the customer.